Event description:
It was reported that a vns patient experienced redness, inflammation and pain at the vns incision sites. An evaluation from the surgeon revealed that both surgical sites contained a post operational infection that was mainly due to patient not being compliant with post surgical antibiotics as prescribed by the surgeon. Furthermore, giving the patient a decadron injection and prescription of antibiotics resulted in resolving the localized cellulitis that was found on both incisions. The patient was seen by the surgeon two weeks after prescribing the antibiotics and the events of infection, redness, inflammation, and pain resolved.